Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in a severely calcified and severely tortuous vessel. Following pre-dilation, the 2.50 x 24mm synergy xd drug-eluting stent was introduced using a non-boston scientific guide extension catheter, however the stent had difficulty crossing even after multiple tries. When the device was removed, the stent was damaged and off the balloon; the stent fell to the floor. The procedure was completed with an alternate device. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was unavailable per the customer.